Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (error code e315) was confirmed and found to be caused due to excessive fluid ingress inside the endoscope connector which triggered the pink moisture indicators throughout the plug body. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. In addition, service found the light cover glasses were chipped, the bending angle in up/down directions was out of specification and there was play in the angulation knob. There was leakage from the bending section cover, the scope connector, and the biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an error code e315 (scope error). There was no patient/user harm or injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·due to physical stress, leakage from a-rubber occurred. Also, the ch-tube had leakage due to inappropriate handling of endo therapy accessories. Water invaded the device from these leaked locations, and abnormality in electrical components occurred. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only) inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor the field performance of this device.